Event description:
It was reported that during a thoracotomy procedure the device jammed and would not open at the back table during reloading. They completed the procedure with a new like device. There was no patient consequence reported. The device will be returning for analysis.

Manufacturer narrative:
(B)(4). Date sent: 8/24/2010.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with one (B)(4) cartridge reload present. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Ventilator was wet. Although disconnected from patient, the ventilator indicated a high peep - more than 10cmh20.